Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device displayed a 'possible device fault'' message upon interrogation. Technical services recommended immediate device replacement.